Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7015308.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.